Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/25/2020. The following information was requested and the following was obtained: what was done to treat the shard penetration? Gloves changed. 2. Was medical or surgical intervention required? Changing of gloves. 3. Was there any special diagnostic test performed? No. 4. What is the status of the surgeon injury today? Pa, fine. 5. What is the lot number? Unknown. 6. Is the device available to be returned for evaluation? Yes. H3 evaluation: during evaluation process the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area, that the sample reveals a piercing. All the components of the applicator are present and appropriately assembled. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material.

Manufacturer narrative:
(B)(4). The following information was requested and the following was obtained: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental medwatch.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and topical skin adhesive was used. The surgeon was closing the patient's incision following the procedure and went to crack the adhesive and a shard from inside the unit poked through shaft of the poking through her first layer of gloves. Contaminated pencil and glove were taken off the surgical field. New adhesive was retrieved and defective product was placed in bin. Product packaging was unavailable at time of incident to determine lot number. No treatment was performed other than changing gloves. There were no diagnostic tests performed. The user is fine. There were no reported patient consequences.